Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer inspected the system remotely and analyzed the log file. Analysis of the log file identified that there was no communication to network interface. The issue was caused by software corruption in the system. The philips engineer reloaded software. After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.